Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that since the device was implanted, they had not noticed any improvement in their symptoms. Caller stated that they couldn't seem to get the pack adjusted where their bladder would stop leaking. Caller added that they were still waking up and there seems to be at times the therapy has backed off. Caller mentioned that they talked to a manufacturing representative (rep), and they worked on some stuff and the patient seemed to be having some almost kind of electrical shocks on the opposite side from where their previous implant was. Caller noted that it didn't happen during any particular movement or position, but every once in a while, they feel a little zap and it was kind of freaky because it was not even on the side that the new battery was. Patient mentioned they were working with the hcp and the rep and they were getting a customized program. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient reported never received therapy benefit.